Event description:
Sixty three (63) year old pt came to ed due to abdominal pain, placed on stretcher and side rail placed up. Pt had to vomit and leaned over rail, which collapsed. Pt fell on floor and fractured her wrist. Splint applied. Event happened due to false latch condition bent frame. Added washer between head latch ship and cross-frame bar caused sooner latch occurrence before gasspring extension limit reached. Rail not checked to make sure it was secure.